Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the motor, locking mechanism, hose damaged and the temperature exceeded expected specifications. The device was repaired and returned to customer on 11/13/2012.

Event description:
Device was returned for an unknown reason. During service, technician found the hose tore when connecting to the motor flex and safety locking mechanisms which were identified as damaged. The device also exceeded the expected temperature specifications.